Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but only partial product information was available per the account because the device had already been discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a pericardial effusion. During the procedure, after the left pulmonary veins had been ablated and while the posterior wall was being mapped, the physician observed hypotension and tachycardia in the patient. When these symptoms were investigated, they identified pericardial effusion so a pericardiocentesis was performed and the patient's blood pressure was supported. The procedure was cancelled at this time, and the patient was "transported to bed in stable condition"

Manufacturer narrative:
The device did not return; therefore, product analysis could not be performed. However, the event description indicates that the device was used to treat a posterior wall, which is considered an off-label use. Additionally, the allegations of pericardial effusion, tachycardia and hypotension were unable to be confirmed, and an off label was confirmed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but only partial product information was available per the account because the device had already been discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a pericardial effusion. During the procedure, after the left pulmonary veins had been ablated and while the posterior wall was being mapped, the physician observed hypotension and tachycardia in the patient. When these symptoms were investigated, they identified pericardial effusion so a pericardiocentesis was performed and the patient's bood pressure was supported. The procedure was cancelled at this time, and the patient was "transported to bed in stable condition".